Event description:
On (B)(6) 2014, the lay user/patient in (B)(6) contacted lifescan to report the onetouch select meter was giving inaccurately high readings. The technical service representative (tsr) contacted the patient to obtain and verify information; however, was unable to reach him by telephone. The sr. Medical surveillance specialist classified the complaint based on the information initially provided to customer service. On an unspecified date, the patient obtained a blood glucose reading on the reported meter that was high compared to a laboratory result; the patient provided no specific results. The patient reported he experienced the symptoms of weakness and ¿hypoglycemia¿. The patient reportedly was hospitalized as treatment for his hypoglycemic event. The patient reported a blood glucose reading of 5.7 mmol/l obtained on another device, however, it is not known when or where this result was obtained. It would have been helpful to determine the patient¿s specific symptoms, his blood glucose readings and actions taken prior to the onset of symptoms, his admitting diagnosis, the treatment received in the hospital, his diabetes medication regimen and expected values. Troubleshooting revealed the patient¿s testing technique was correct and the test strips were in good condition and within opened expiration dating. The patient allegedly suffered symptoms suggesting severe injury while using the reported meter and was hospitalized. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Pt age, gender, weight and date of event: not provided